Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 27. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.